Event description:
It was reported that the battery gauge was fluctuating resulting. Customer plugged pump battery into power source to charge; however, the reported issue continued. Customer's blood glucose was 140 mg/dl. Customer reverted to using an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.